Event description:
It was reported that while using an 8 inch ats cuff and a zimmer ats 2000, there was skin necrosis on a 1 year old female infant during plastic surgery. It was reported that the unit and tourniquet were used for 90 minutes. Infant body size, surgery area and surgery detail size are unknown.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.